Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with an alert for charge time limit reached. In clinic check was normal, the patient did not experience any symptoms and would be monitored normally.

Event description:
New information received on (B)(6) 2019 indicates that the patient's implantable cardioverter defibrillator exhibited another charge time-out alert upon interrogation in clinic. Manual tests showed normal charge times. The patient was stable and the situation would be monitored.